Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right c2 with a max diameter of 6 mm and a 5mm neck diameter. Landing zone: distal: 3.2 mm and proximal: 3.5 mm. It was noted the patient's vessel tortuosity was strong. Postoperative findings related to blood flow imaging showed no issues. It was reported that the tortuosity was strong, and the blood vessel was also narrowed, so a pipeline was placed due to the c2 non-rupture aneurysm. The m1 blood vessel was straight and the sleeve was removed; attempted to deploy the tip, but the tip was not deployed properly. The tip and the middle part of the pipeline are halfway deployed in expectation of expansion force. The physician determined that using the product was dangerous, so the physician removed it for each microcatheter. The procedure was changed to a different pipeline and completed without any problems. Changed product: ped2-375-18. It was reported there was a deployment failure in the distal section of the stent. The pipeline was not positioned in a bend. The pipeline had been deployed less than 50% when it failed to open. The pipeline was resheathed three or more times. There was no operation performed such as using another device to deploy the stent. The stent was removed from the patient by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is not approved. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 (unknown lot #) microcatheter, chikai black guidewire, and sofia 5fr (unknown lot #) intermediate catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Device coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage/breakage of the phenom 27 though it was noted that there was some resistance felt when delivering the pipeline through the phenom 27 catheter when passing through the stenotic site.

Event description:
Additional information was received reporting the preparation was performed as indicated in the procedure. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.